Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted during testing however buttons were unresponsive due to corroded keypad trace. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed for a button error which could not be cleared. The insulin pump was not damaged and had not been exposed to moisture. No blood glucose reading was given. Nothing further was reported.